Manufacturer narrative:
Per additional information provided in the clinical evaluation form, the patient's dissection of the left main was related to the balloon burst and was transferred to the o.r. For bypass. There were no other reports of patient injury or complication.

Event description:
Following stent deployment, the balloon ruptured at 16 atmospheres; a dissection was noted in the left main.